Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Additional information was requested, and the following was obtained: * could you please clarify what is the correct procedure date? * did the devices were used on patient/s? * did the event occur during one or multiple patient procedures? * what is the total number of procedures? * what is the total number of products involved in this event? * have any of these events been previously reported to ethicon? * if so, provide the respective reference number(s). * if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Procedure date: (B)(6) 2023 =>2 (B)(6) 2023. Qty of product involved: 36 => 1. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. During the unknown surgery, there was a printing error on the package. Although it was 5-0, what was printed inside the opened package was the notation 6-0. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2023. . Additional information was requested, the following was obtained: could you please clarify what is the correct procedure date? (B)(6) 2023. Did the devices were used on patient/s? It was found before opening the package. Did the devices were used on patient/s? No. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at (B)(6) and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received thirty-four unopened packets, one open sample and one empty packaging that pertain to product code d9833, lot slmeuz. During the visual inspection of the sample, a mix product was observed with (primary folder packet 6-0 instead 5-0), and due to this mismatch, a characterization was performed. In conclusion, the suture belongs to diameter prolene 5-0¿, with a suture length of 37¿. The needle is laser drill type, in size 14 mils, silver color, sales type rb-2, ½ circle, (taper pont). These characteristics were consistent with the product code d9833. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.